Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "flickering in image with 26606bca". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "flickering in image with 26606bca", could not be confirmed. No failures or issues were found during the investigation. However, the cause of the error can be attributed to the mentioned tipcam 26606bca in use which was unfortunately not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).